Event description:
Per the clinic, the device was explanted on (B)(6) 2025, due to the electrode array has been cut. The patient was reimplanted with another cochlear device during the same surgery.

Manufacturer narrative:
Device analysis report attached.